Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver handle broke, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia authorized distributor, reported that when the patient went to lift his freedom driver from the floor the handle broke. The customer also reported that since there was no impact or shock to the driver, the patient put the driver into the freedom backpack and continued support. The customer also reported that the patient went to the hospital the next day and switched to a backup driver without any adverse impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components of the driver revealed a broken shoulder strap loop. The investigation confirmed the customer-reported issue of a broken shoulder strap loop, but it is unknown how the shoulder strap loop became damaged. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that when the patient went to lift his freedom driver from the floor the handle broke. The customer also reported that since there was no impact or shock to the driver, the patient put the driver into the freedom backpack and continued support. The customer also reported that the patient went to the hospital the next day and switched to a backup driver without any adverse impact.